Event description:
Same case as MFR report #: 2134265-2012-06725 and 2134265-2012-06557. It was reported that during a coronary angioplasty procedure, guide wire entrapment occurred. The target lesion was located in the saphenous vein graft. A 182cm choice pt guide wire was placed. A 4.0cm x 38cm ion stent was deployed successfully with no issue. During withdrawal, the stent delivery system and the guide wire became stuck together. The stent delivery system and the guide wire were removed from the patient together as a unit. The physician re wired the lesion with a new 182cm choice pt wire. A non-bsc balloon was advanced on the wire to post dilate the stent. During removal, the non-bsc balloon and the guide wire became stuck together as well. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the 90% stenosed target lesion was located in a non-calcified and moderately tortuous left anterior descending artery (lad). The non-bsc balloon and the guide wire were removed together as one unit. The patient's status is good.

Manufacturer narrative:
Age at time of event (unit), patient sex, describe event or problem: updated (B)(4).